Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
It was reported that during a surgical procedure while using the instrument, two did not fire and one caused tearing to the falope tube. The procedure was completed with one from another pack. There was no extended stay or other harm to the pt.